Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and endometriosis ('endometriosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic haematoma ("pelvic hematoma"), endometriosis (seriousness criterion medically significant) and uterine pain ("uterus pain"). The patient was treated with surgery (lavh with left salpingectomy in (B)(6) 2015 and laparoscopy and right salpingooophorectomy (B)(6) 2016 and open laparoscopy and co2 fulguration of endometriosis (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea, back pain, menorrhagia, psychological trauma, migraine, fatigue, alopecia and endometriosis outcome was unknown and the pelvic pain, abdominal pain, pelvic haematoma and uterine pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, pelvic haematoma, pelvic pain, psychological trauma and uterine pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (b)(5) 2014 received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back pain, menorrhagia. Discrepancy noted in insertion dates: (B)(6) 2014. Date(s) of removal: (B)(6) 2015; laparoscopic-assisted vaginal hysterectomy with left salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 23-jul-2014: right occlusion only, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: pfs received-pelvic hematoma and endometriosis were added. Event outcome of pelvic pain, uterus pain, abdominal pain, hematoma pain were updated. On 23-mar-2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (unilateral) (B)(6) 2015 and (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, menorrhagia, psychological trauma, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2014 received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: right occlusion only, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal, dyspareunia (painful sexual intercourse)' dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), migration, migraine, fatigue, hair loss were added. Patient demography added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.